Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw loosened in the patients mouth. They believe that it may have damaged threads. The screw was removed and replaced with a new screw.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) certainâ® gold-titeâ® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified signs of use. No damage to the screw. Functional testing with an in-house implant to recreate the reported event; verified the screw engages in the implant. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (loosening & damaged threads) or product (iunihg). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information device malfunction did not occur, and the reported event (damaged threads) was unconfirmed. Additionally, device malfunction, and the reported event (loosening) could not be verified as the exact details of event were non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative